Event description:
The customer reported that the table mount screws broke off the mount. The monitor did not fall and no pt or user harm was reported.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.